Manufacturer narrative:
Add'l catalog #: 12-6545. Add'l lot #: a1725a.

Event description:
Product complaint was dated 02/24/2009, product was returned in 2009. Product was returned for evaluation because the malibu polyaxial screws appeared to have rust on them. Test analysis received from an earlier complaint determined that incorrect material was used in the manufacture of a component of this product. These screws were not involved with any patients or surgeries.